Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no known impact to the customer's blood glucose. During troubleshooting with tandem technical support, the malfunction alarm was able to be reset and customer was able to resume insulin therapy.